Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Report source. This report is associated with MFR report number: 3005168196-2017-01614.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01614. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil through the microcatheter because the smart coil began taking shape within the hub; therefore, the physician removed the microcatheter with the coil inside. The physician then inserted a new non-penumbra microcatheter and attempted to advance another smart coil; however, the physician again was unable to advance a smart coil through the hub of the microcatheter. The smart coil was therefore removed, and the procedure was then completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.